Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was noted that the elective replacement indicator had been triggered. Further interrogation noted that end of life had been reached. However, after running longevity calculation, it was determined that the battery had prematurely depleted. The device was explanted and replaced on (B)(6) 2020. There were no patient consequences before, during, or after procedure.

Manufacturer narrative:
No conclusion code available. Final analysis found the reported premature battery depletion was confirmed in the laboratory. Further testing before and after replacing the battery indicated normal device functionality. High current drain condition that resulted in premature battery depletion is consistent with hybrid integrated circuit anomaly but could not be reproduced.